Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. Since no sufficient information was provided the attempts to collect information remained unanswered this case is be deemed not to be a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it could not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not be determined and no information on any correction or the need for a correction was available. There was no patient or user harm.

Event description:
Frequency is out of control, it is not possible to increase frequency when going to control press to pause and then return to volume control.